Event description:
It was reported that during an open lobectomy procedure, the device could be fired without any problems at the first firing. When the reload was loaded into the device and fired at the second firing, the staples were malformed. Especially, the staples of the acral part and the right side were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. The right side tissue was clamped with a lung grasping forceps.

Event description:
It was reported that after a right hemicolectomy procedure, anastomosis was insufficient at five days post-operative; reoperation; sutured by hand. No further information is available. The customer disposed of the device and the reload.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)